Event description:
It was reported that the patient went to the hospital due to low oxygen from their device. The patient has emphysema and the issue initially occurred at the patient's home. Patient stated they had a stationary oxygen concentrator as a backup. Patient received their replacement device and is doing fine. The inogen team attempted to inquire for additional information but the patient declined.

Manufacturer narrative:
B3: date of event is estimated the unit was received with a complaint of noisy. Upon inspection, it was found that the unit had been dropped, resulting in a cracked top housing on the cannula side and a broken column receptacle, indicating high-impact damage. The unit also produces low oxygen levels due to contaminated zeolite, likely related to its age. Additionally, a strong cigarette odor was detected coming from the unit. All tubing and housing were replaced. Evidence of user abuse was noted.